Manufacturer narrative:
(B)(4). Method: the complaint mr850aeu respiratory humidifier was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for inspection. It was performance tested for the reported fault. Results: no fault was found with the returned humidifier. The reported "shock" from the heater plate was due to the faulty mains adaptor plug, which is a non-fph product. Conclusion: the returned humidifier functioned normally during testing. The mr850 product technical manual specifies the following in the warning section: "the use of breathing circuits, chambers or other accessories, which are not approved by fisher & paykel healthcare, may impair performance or compromise safety." "Visually inspect accessories for damage before use." Following performance testing, the humidifier was returned to the distributor.

Event description:
A distributor in india reported that they were getting "shock" from the heaterplate of (B)(4) respirtory humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint (B)(4) respiratory humidifier was not returned to fph (B)(4) for investigation. We are currently in the process of obtaining further information from the distributor in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.

Event description:
A distributor in (B)(4) reported that they were getting "shock" from the heater plate of mr850aeu respiratory humidifier. No patient consequence was reported.